Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6). At 1:01 pm, the meter result was 5.0 inr. At 4:09 pm, the meter result was 3.7 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing interval is up to four weeks depending on the inr result.

Manufacturer narrative:
Section e3: occupation is patient/consumer (patient's wife) the product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.